Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 300637 and potential lot numbers 210701 and 211024. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be completed. Based on the device history review and the preventive measures in place, it is unlikely that the coring was a result of a manufacturing related defect, such as insufficient de-burring of the cannula.

Event description:
It was reported that when using the bd microlance¿ 3 needle to puncture the antibiotic vial, a piece of the rubber stopper was shorn off into the medication. The following information was provided by the initial reporter, translated from french: "occurrence of the incident: when preparing injectable treatments, when I hit my vials of antibiotics, I realized that a small piece of the rubber seal had entered the bottle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when using the bd microlance¿ 3 needle to puncture the antibiotic vial, a piece of the rubber stopper was shorn off into the medication. The following information was provided by the initial reporter, translated from french: "occurrence of the incident: when preparing injectable treatments, when I hit my vials of antibiotics, I realized that a small piece of the rubber seal had entered the bottle."